Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests twice a day and manages her diabetes with 5mg of glyburide before breakfast and lunch. The patient indicated she will not take her medication if her blood glucose result is "95 mg/dl" or below. The patient stated she also suffers from high blood pressure. The patient does not recall the date/time when the alleged issue began, however, confirmed the issue occurred in (B)(6) 2010. The patient corrected and clarified that on an unspecified date/time she obtained blood glucose results of "lo" and "hi", performed more than 20 minutes of each other. After the alleged issue occurred, the patient corrected and clarified she continued with her usual diabetes regimen and denied making any changes to her activity level or meals. Concerned about her readings throughout the day, the patient stated at approximately 11pm that evening, she contacted 911. The patient stated she informed the 911 operator she was feeling fine and did not have any symptoms; however, during her conversation with the operator, the patient stated she suddenly began to feel dizzy. The operator dispatched the emergency medical service (ems) to the patient's place of residence and when ems arrived, the patient stated a health care professional (hcp) tested her blood glucose with the ems meter (result not known) and soon after the hcp administered glucose via IV. The ems transported the patient to the emergency room (ER) and during her time in the ER, the patient stated she was experiencing frequent urination. The patient was hospitalized for one day and for the duration of her stay, the patient stated she was administered medication; however does not recall what type of medication was given. After being released from the hospital the following day, the patient was advised by the ER physician to continue with her usual diabetes regimen. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter and had to receive treatment by an hcp for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.